Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a combined mesh procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2017, mesh in the vaginal posterior wall mid and side linear was felt but the mesh was unable to be recognized by visual examination. Follow-up observation was performed with estriol and there were no changes observed. Treatment was being continued currently. Reportedly, there was no sexual pain felt.